Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered six inappropriate shocks for atrial fibrillation (af). The patient presented to the emergency department following shock delivery. The physician turned the device off per request from the patient. It was reported that the patient has been non-compliant with device follow ups, and has not been seen since the device was turned off. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.